Event description:
1990 rptr developed pain in leg and lower right back and began losing hair. 1991 hemologist diagnosed an increasing pain in back and feet as peripheral neuropathy cause unknown. An internist prescribed elavil for pain, she took until about 1993. In spring 1993 she developed many of the other symptoms attributed to implants but it was only late 1993 that more info became available to make her realize the implants could be the cause. If there is now one single day in the year when she feels good, she can't find it. The above is only part of rptr's symptoms. She is a very private person and gives the info in hopes they will be banned forever. Passage of time will uncover more women with problems. (Also see 1007595)